Event description:
The programmer rf (radio-frequency) head was returned with the programmer. It was analyzed and tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the programmer rf (radio-frequency) head cable was found to be out of electrical specification. Product ID 2090 programmer, product ID 2290 pacing system analyzer.